Event description:
This lead was explanted and replaced due to a lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between, approx. 2 cm of the lead body was missing. During the visual inspection, cuts in the insulation with blood infiltration were noted. The conductor cable to the shock electrode was partly pulled out of its lumen. The distal part of the lead, including the tip, was separated from the lead. The conductor cable to the ring electrode was fractured in this region. The fixation helix was found deformed. Additionally, both shock coils were damaged. Tissue residuals were noted,particularly around the distal end of the lead. Based on these findings, it is reasonable to assume that the lead was significantly ingrown, resulting in multiple damages during the extraction procedure.furthermore, multiple signs of wear along the lead fragments were noted. At the distal lead fragment near the rv shock coil, the insulation was found rubbed through. The characteristics of this damage indicate severe mechanical stress in the implanted state. Significant ingrowth affecting the lead's motion should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.I n conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.